Manufacturer narrative:
The reported event of the vfta algorithm delivering inappropriate shocks was confirmed. Based on the information provided, it was determined that the algorithm detected under-sensing during a tachycardia episode and delivered a shock. The device is performing per design.

Event description:
The patient presented to the emergency room after receiving inappropriate shocks from the device. Upon investigation, episodes of myopotential over-sensing were noted on the device and believed to have been the cause of the inappropriate shocks. The device was reprogrammed to avoid any future episodes of inappropriate therapy. The patient was in stable condition.